Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed december 16, 2013.

Event description:
Per the clinic, the device was explanted on (B)(6), 2013 due to extrusion of the antenna, exposing the receiver/stimulator. The patient was reimplanted with a new device on (B)(6) 2013.